Event description:
It was reported that a nurse, attempting to start a levophed drip on an ed pt, could not get the pump to work. The alaris pump module read "communication error". The pt was not receiving any medication so the nurse found another IV pump to run the medication. The pt was treated in the ed with IV fluids, vancomycin 1000 mg IV, zosyn 3.375 mg IV, laevaquin 750 IV and the levophed gtt. The pt eventually required intubation, was placed on a ventilator and sent to the critical care unit. The pt's blood pressure continued to be low, prompting the need for the levophed gtt. The risk manager could not determine by the documentation if the low blood pressure had anything to do with the communication error. There was no pt harm and no medical intervention was required. Although requested, no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the affected device has not been received. A f/u report will be submitted with investigation results should the device be received for eval.